Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 108 mg/dl and their sensor glucose read 43 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer also stated they did not observe any bent sensor cannulas on their previous sensors. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.